Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Insulin pump received with cracked reservoir tube lip and severely scratched display window noted.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 90 mg/dl. Customer reported the insulin did exit during manual prime. Customer was advised the device for functioning as designed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.